Event description:
During preparation for cardiopulmonary bypass, the pump system displayed evidence that the status of the backup battery could not be reliably determined. There were no consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.